Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the customer that the pacing cable was broken. No further information is available regarding the event. The cable status is unknown. No patient complications have been reported as a result of this event.